Event description:
It was reported that the patient experienced coupling and communication issues with their device. It was noted that the patient recently met with their manufacturing representative, but they were only able to obtain 2 coupling bars. It was further noted that after this appointment, the patient was not able to get any coupling bars. Follow-up information received reported that the manufacturing representative thought they were able to get 4 coupling bars, but it was "very difficult to get the appropriate coupling with the recharger." The manufacturer's representative stated that "the depth of the implant was okay, but the battery was unusually low in the patient's buttocks, and towards the midline, so holding the recharging disc in place would be a challenge." The possibility of a future pocket revision was discussed. It was further noted that the patient was very concerned about battery depletion. Additional follow-up information received reported that the manufacturing representative met with that patient to try to recharge the device but was not able to get more than 2 coupling bars. The patient left for a 2 month vacation and was able to meet with another manufacturing representative, who also could not get more than 2 coupling bars. It was noted that "the cause of the patient's difficulty had not been definitively diagnosed, but either too deep of a pocket or a possible flipped internal neurostimulator (ins) was being considered." It was further noted that the patient had a scheduled appointment with her physician to have an x-ray performed to asses for a flipped ins. A pocket revision would likely be done at that time. It was noted that the patient was unable to recharge the device at this time.

Event description:
Additional information indicated the patient had had the implantable neurostimulator (ins) moved due to the leads getting "wrapped around the device." It was stated that the ins had been revised on (B)(6) 2012.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).